Event description:
It was reported that the customer experienced keypad issues on the insulin pump. The customer's mother stated that the keypad was not pressing correctly and difficult to press. The customer's blood glucose was 366 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switches. The insulin pump was also received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.